Manufacturer narrative:
The unit has not been returned for investigation and we are therefore unable to determine the root cause of the "valve fault" alarm. The user facility opted to have the biomed at the hospital perform the preventive maintenance services. It was reported that there was no harm to the patient. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The user facility reported that the unit exhibited a "valve fault" alarm during a case.